Manufacturer narrative:
The pump was monitored with multiple basal rates and passed self test. No alarms or unexpected vibration noted during testing. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer advised they were watching television when the alarm sounded. Troubleshooting for the radio frequency pic failed self-test was performed. Customer advised the alarm did not occur during the rewind/prime sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.